Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that some black particles are blowing out from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the initial report the b5 section was filled with incorrect statement. The correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that some black particles are blowing out from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a service center for evaluation. During the evaluation of the device, the device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.